Event description:
It was reported that "while inspecting a loaner kit, I noticed the tip of the screwdriver shaft was broken off. - replaced." (B)(6).

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.